Event description:
Lap sigmoid procedure. Cs29 dlu was fired and pc read "error 997". System was rebooted and restarted and the cs29 dlu got into firing range and was fired. Staples were noticed to be under-formed. No patient injury.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. No conclusion can be drawn at this time.